Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level over 500 mg/dl. The customer changed out all supplies (cartridge, infusion set and cannula). The customer had not received another occlusion alarm and the bg level had stabilized.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.